Event description:
It was reported that the right ventricular (rv) lead pace impedance was less than 100 ohms. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).